Event description:
A patient reported blood glucose results of "160 mg/dl" with a lifescan meter and "200 mg/dl" on a laboratory device,performed within 10 minutes of each other.between the tests there was no intervention that would be expected to change the blood glucose. The meter and control solution were replaced.